Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results as well as the device history record. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with this truwave cable the arterial blood pressure values slowly declined until the pressure values fell off. It is unknown if there was an error message displayed. During the troubleshooting, it was not possible to zero even after disconnecting and reconnecting the cable. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
Three cables with the same lot number were received together by the original manufacturer biomedical innovations. It was not possible to determine which cable belonged to each complaint; therefore the product evaluation has been performed for all three cables as follows: the tests are carried out on a test rack according to the production criteria, during the test, the cable is subjected to twists on various connections and the side of the cable: cable nº1: the cable has several high continuity/resistance value defaults . Cable nº2: the cable has a continuity default . Cable nº3: the cable has no default. For cable nº1 and nº2, the root cause was determined. After analysis, there is a slight lack of resin on the connector side, which can alter the connections after a certain period of handling. This component was received in ew's system in 2014 and has been in the field without prior complaints. As such a manufacturing related failure is eliminated. Device history record review is not triggered per doc-0101337. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.